Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon eval, the charger modem was physically damaged. The damage caused the charger's pca boards connections to be misaligned. The misalignment prevented the charger from powering on. The root cause of the damaged was unable to be positively determined, but likely physical abuse. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, charger/modem sn (B)(4) was resetting and would not recognize a battery pack. The last pt to use this charger/model did not report any deficiencies.